Manufacturer narrative:
(B)(4). Medical devices: 163662, 28mm mod hd std neck tp1 taper, 354800. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the assembled bipolar liner and head could not be seated in to the bipolar metal shell. The reporter stated the liner/head appeared to be too large to fit in to the shell. Another bipolar construct and modular head were used to complete the procedure without patient injury.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; visual inspection of the returned shell and ring found that the ring was slightly twisted. The deformation of the ring prevents it from fully fitting inside the shell groove. The liner was damaged. The liner and the head were able to seat within the shell after the ring was removed. Dimensional analysis of the head found the groove width and diameter to conform to print tolerances. Cmm analysis of the shell found the inside spherical radius and radius location to meet specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.